Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm due to being pushed into a swimming pool. Customer's blood glucose was 438 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. We were unable to verify button error alarm or frozen screen due to blank display anomaly. The insulin pump was received with corroded keypad traces, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.